Manufacturer narrative:
Doctor reports that a patient developed redness and swelling which he described as low grade cellulitis, about 1 1/2 years after bellafill dermal filler injection off-label "around the mouth" by a different injector. The patient was treated with augmentin for two weeks and the doctor indicated no further follow up was required. The patient was injected by another injector in the community. Reporter did not want to provide the injector name and no further response has been received from the reporter after multiple attempts by suneva medical to obtain additional info. The injection locations were "around the mouth." Bellafill dermal filler is indicated for correction of the nasolabial folds and acne scars in the cheeks. Without the name of the injector, the lot number and other injection info is unknown. Bellafill dermal filler use is to be determined. Bellafill dermal filler is a single use device. Syringes are typically discarded after injection. The doctor reported 2 patients with identical information provided for both patients. A separate emdr will be filed for the 2nd patient: 3003707320320-2018-00017.

Event description:
Doctor reports that a patient developed redness and swelling which he described as low grade cellulitis, about 1 1/2 years after bellafill dermal filler injection off-label "around the mouth" by a different injector. The patient was treated with augmentin for two weeks and the doctor indicated no further follow up was required.